Manufacturer narrative:
The retained unit has been tested at the (B)(4) facility using a known hpv positive tissue and appropriate reagent controls. No issues were observed with the resulting sections. The negative and positive controls were as expected. No further action required. The customer has been contacted several times to send back their unit but the customer has decided not to return the unit.

Manufacturer narrative:
The customer informed leica biosystems newcastle ltd that the tissue was stained again with a different unit of pb0829 from a different lot and demonstrated the correct staining. A diagnosis was made without having to perform a re biopsy, but there was a delay due to retesting the patient tissue. This product is sold as an analyte specific reagent in the us.

Event description:
Leica biosystems received a complaint regarding a (B)(6) high risk probe (product code pb0829) not staining on a known positive control. The complaint stated 5 different positive controls had been used and demonstrated negative staining.